Event description:
It was reported the patient underwent total hip arthroplasty in 1989. Subsequently, the patient is being considered for a revision procedure due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - 1989; exact date is unknown; PMA/510(k) number/ manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported, the patient underwent a right total hip arthroplasty in 1989. Subsequently, the patient was revised on (B)(6) 2015 due to poly wear. During the procedure, the liner would not lock into the acetabular cup. Another liner was utilized and the acetabular cup and modular head were removed and replaced.